Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a thrombotic event occurred. The target lesion was located in the sfa. The sfa had a chunk of calcium at the proximal portion of the lesion, and distal to that was an occlusion that reconstituted at the popliteal (pop) artery. The angiography indicated that the oad had been spun through thrombus which had then travelled distally and clotted off the tibial artery. The physician aspirated all 3 thrombotic vessels and successfully cleared them, but the patient's toes appeared black. The physician arranged for the patient to undergo emergent surgery, but upon rechecking the foot for a pulse prior to surgery, pulses were present, so the surgery was cancelled. Additional information has been requested regarding this event.

Manufacturer narrative:
(B)(4).